Event description:
A battery issue was reported by the patient. There was no reported impact to the customer's blood glucose level. It was indicated that a follow-up was needed to address the battery issue, but no further information regarding actions taken or the outcome was provided.

Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number was not provided, therefore initial reporter telephone number (e1) should be blank and patient sex is unknown (a3a).